Event description:
It was reported that the device doesn't work. There was no reported patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device received for device analysis. Service history review identified the complaint was not related to a previous service of the device within the review period. Functional testing and visual inspection performed during analysis. The customer reported complaint could not be confirmed. While performed the visual inspection it was found that the downstream occlusion(dso) sensor was damaged. The dso sensor was replaced.